Manufacturer narrative:
Manufacturer's report date: 06/30/2015. (B)(4). The customer complaint that a tacrolimus infusion completed earlier than expected was confirmed through a review of the logs. The log review found the infusion to have completed approximately 2 hours and 39 minutes early. Review of the pcu event logs could not confirm any obvious programming errors and infused as reported by the customer except for the minor rate change from 5.53-5.6ml that occurred on (B)(6) 2015 at 3:35am. There was one incident of an open flo-stop lasting 4 seconds during this time period. The root cause of the customer complaint that a tacrolimus infusion completed earlier than expected was not determined from a review of the logs alone and no device or administration set was returned by the customer for investigation.

Event description:
The customer reported a tacrolimus infusion completed 3.5 hours earlier than expected. Tacrolimus was hung on (B)(6) 2015 at 14:27 and by (B)(6) 2015 at 07:00 the bag was empty. The rate of infusion was 5.5 ml/hr 1mg (0.2ml) of tacrolimus was mixed in a 100 ml d5w b. Braun partial additive bag. The tubing is primed by pharmacy with d5w that is not from the additive bag. Per b. Braun, the potential overfill for the bag is between 5-13mls. No pt harm or medical intervention was reported. Although requested, no additional info was provided.

Manufacturer narrative:
The customer complaint that a tacrolimus infusion completed earlier than expected was not confirmed or replicated during testing. Physical inspection of device noted no damage or any anomalies. Review of the pcu event logs confirmed that the pump module was programmed as reported by the user with no obvious programming errors. The device was thoroughly tested and passed rate accuracy testing.

Manufacturer narrative:
Internal file no: (B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.